Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that infusion set tubing detachment from site connector within 8 hours of use. Infusion set was placed in abdomen. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.